Manufacturer narrative:
A complaint was received alleging that a clamp was defective. Photographs provided by the complainant showed surface irregularities and wear around the plate opening for the bell that appeared inconsistent with the expected condition of the device. The clamp was identified as having a manufacturing date of december 2023. The device was not returned for evaluation; therefore, the investigation was limited to a review of the images provided. Based on the visual evidence available, the observed surface condition may be consistent with suboptimal plating. However, in the absence of the physical device, no definitive conclusions regarding the device condition or root cause could be confirmed.

Event description:
As per client, the circumcision clamps they ordered seem to be defective.